Manufacturer narrative:
Added code 44 in the investigation conclusions.

Event description:
It was reported the video system center image blacked out momentarily and automatically recovered without pressing any buttons. The issue occurred during preparation for use. The intended diagnostic hysteroscopy was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as " the image blacked out momentarily and recovered automatically without button operation. " was caused by a there may have been a temporary problem with the video signal processing operation on printed circuit board, or the video signal processing may have temporarily become impossible due to ch-s190-08-lb that is the combination device. The event can be prevented by following the instructions for use which state: we recommend preventive repair of printed circuit board when it occurs frequently even in other combination devices. Olympus will continue to monitor field performance for this device.